Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Investigation completed and product evaluated with no defects found on returned meter and returned test strips. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 110 to 125mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 339 and 334mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 01/22/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer initial call was to have training on the meter, after the training the customer stated that the meter was reading much higher than the normal fasting range of 110 - 125mg/dl.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 110 to 125mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 339 and 334mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 01/22/2018 and open vial date is 09/0/2016. The meter memory was reviewed for previous test result history: (B)(6). The customer initial call was to have training on the meter, after the training the customer stated that the meter was reading much higher than the normal fasting range of 110 - 125mg/dl.